Event description:
It was reported, ¿the patient showered and when she came out of the bathroom, the ide noticed that the peak is broken at the level of the tubing screw thread. The patient said they did not make any particular gesture. The spike was then removed, and a new one was inserted. Patient is doing well. Actions taken in the care facility to manage the patient: declaration to the laboratory.¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged connector is confirmed; however, the exact cause is unknown. Four photographs of a 4 fr single lumen powerpicc solo catheter were returned for evaluation. An initial visual observation of the photographs showed what appeared to be some kind of material in the proximal luer hub of the device. It appeared as if another device had broken off into the luer hub connector. Use residue was observed on the device. In one of the photographs, what appeared to be some kind of extension tubing with a broken connecter was observed. Some damage was observed on one of the treads of the catheter luer hub. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, ¿the patient showered and when she came out of the bathroom, the ide noticed that the peak is broken at the level of the tubing screw thread. The patient said they did not make any particular gesture. The spike was then removed, and a new one was inserted. Patient is doing well. Actions taken in the care facility to manage the patient: declaration to the laboratory.¿ no other information was provided.